Event description:
Patient needed peripheral IV (intravenous) access. The insertion was successful; however, it was noted that the product was leaking from just below the attached blue hub that the cap attaches to. After troubleshooting, it appears to be a manufacturers defect.